Event description:
It was reported "the junction between luer hub (pink) and the extension line was leaking". No patient harm was reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the junction between luer hub (pink) and the extension line was leaking". No patient harm was reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-lumen PICC for investigation. Signs of use in the form of biological material was observed on and in the extension lines. Visual inspection revealed the distal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length measured 16", which is within the specifications of 15.625"-16.125" per the catheter product drawing. The distal extension line outer diameter (od) measured 0.09640", which is within the specifications of 0.093"-0.097" per distal extension line product drawing. The distal extension line inner diameter (ID) measured 0.058", which is within the specifications of 0.055"-0.059" per distal extension line product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution." When the distal lumen was flushed with a lab inventory syringe, water leaked out of the hole in distal line. No leaks or blocks were detected when the proximal line was flushed. A manual tug test confirmed both the distal and proximal extension lines were secure to their luer hub. A device history record review was performed, and no relevant findings were identified. The (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.